Event description:
The torx tip of the screwdriver is stripped. This event did not occur during a surgical procedure.

Manufacturer narrative:
Evaluation results suggest that this event would not be associated with the device but rather would be related to user technique.